Event description:
Customer from the pediatric oncology unit reported having a hard time connecting and disconnecting cannula to all IV products. The cannula cracks and leaks at the male and female luers. Customer at times has used a hemostat to help disconnect the cannula. There was no harm to the patient and no medical intervention was required. No further patient or event info was reported.

Manufacturer narrative:
(B)(4). The customer's report of difficulty connecting and disconnecting cannula from IV products resulting in leaks at the female and male luers, could not be confirmed. The product was not returned for failure investigation because the device had been discarded by the customer.